Event description:
The field service engineer (fse) reported to olympus of the customer, that the high flow insufflation unit alarmed, and the front panel was all blacked out and not responding. The customer cycled the power switch, but the issue remained. The issue was found during a therapeutic laparoscopic procedure. The procedure was completed with another similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the printed circuit board was defective, the alarm and the front panel did not activate. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the cause was a failure of the circuit board. Olympus will continue to monitor field performance for this device.